Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mid to distal right coronary artery (rca). A 3.50x32 mm taxus express2 drug eluting stent was deployed in the mid rca. The physician attempted to place the 3.50x20 mm taxus express2 drug eluting stent in the distal rca, but was unable to cross the lesion. Upon removal, the proximal edge of the stent was found to be flared. The procedure was not completed due to this event. No pt complications were reported. Pt status reported as "good".